Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing as the epg was not analyzed. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was returned for testing. There was no patient involvement.